Manufacturer narrative:
The customer informed stryker that no further patient information is available. Stryker performed a clinical review of the reported event and determined that the device likely caused the cut/hole in the patient's chest; however, this likely didn't impact the outcome of the patient. The device was not returned to stryker or jolife for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that they were using their device on a patient and it "punched a hole through the patient's chest."

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that they were using their device on a patient and it "punched a hole through the patient's chest."